Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg replacement on (B)(6) 2026 one end of the lead was accidently cut. Additionally, the other end of the lead was pulled out of the ipg without the header being loosened. As result, after the ipg was replaced the non-cut end of the lead was inserted into the new ipg to address the issue.